Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Customer disconnected the call. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to contact the customer via telephone at call backs on 02/20/2018, 02/21/2018 and 02/22/2018. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The e-0 error occurred as soon as the blood sample was absorbed. At the time of the call, the customer reported feeling dizzy; customer did not know if it was related to her blood sugar. Customer did not need medical attention at the time of the call. The customer's expected blood glucose test result range was undisclosed. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 05/27/2019 and open vial date was undisclosed. During the call, the customer became agitated and stated she had performed a blood test without being instructed to; customer stated she is fine and disconnected the call. The meter memory was not reviewed for previous test result history.